Event description:
A pt at facility was injured during a colonoscopy. The system 7500 electrosurgery unit used by facility was sent to conmed to be tested. Conmed could find nothing wrong with the unit. It is unknown which snares were used during the procedure. The procedure caused a hematoma to the colon. Cautery settings were at 15 cut. And 20 coag. Pt was hospitalized. Spoke with nurse at facility in 2003. They could add no more info to the report.